Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 600mg/dl with nausea and trace ketones associated with a short battery life issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter noted that the short battery life issue began on (B)(6) 2016. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with short battery life.